Event description:
After an implantation period of approx. 80 months, oversensing in the ventricular channel was reported. The hospital suspects damage to the lead.

Manufacturer narrative:
The returned lead was only available in fragments and consists of two fragments. The returned fragments were thoroughly analyzed. The lead had been capped 12.5 cm distal of the connector pin. The cutting edges of the fragment matched. The fragments have a combined length of 65 cm. It is likely that the lead was cut through during the explantation. The visual inspection showed multiple signs of wear along the fragments. Especially about 6 cm proximal of the tip electrode, the insulation was damaged due to fraying. This damage is most likely the cause of the clinical observation. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead. Influence factors to be considered are the ingrowth behavior of the lead in the distal area, the individual anatomy, and increased physical activity of the patient, especially involving the upper body. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. In addition, extraction damages were detected during the analysis. The shock coil was deformed. The rope conductors had been partially pulled out of their lumens. These damages indicate tensile forces during the removal of the lead, which speaks for ingrowth in the implanted state. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.